Event description:
The dentist reported that this abutment screw fractured.

Manufacturer narrative:
The complaint investigator¿s visual inspection of returned product confirmed that the thread of the screw was fractured and the hex was stripped. Although an in depth dimensional inspection is limited due to the damaged screw, visual inspection and review of the device history record and the product¿s complaint history did not provide any indication of a manufacturing deviation that would contribute to this event.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.